Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer experienced symptoms related to high blood glucose such as headache and fatigue. The customer reported that the insulin pump had insulin flow block alarm. Customer stated the insulin exited. Troubleshooting was not performed. The insulin pump will not be returned for analysis.